Event description:
A customer reported experiencing a power source alert with their device. There was no reported adverse impact on the customer's blood glucose level. The customer resolved the issue by performing a pump reset before contacting technical support, and no additional troubleshooting was conducted.